Manufacturer narrative:
No further information is available at this time. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert code through the remote home monitoring system. Engineering analysis performed confirmed this was an intended alert for an abnormal battery depletion condition. Replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific technical services (ts) further reviewed battery measurements and noted that the rough current consumption stabilized back to a normal value. The next battery measurement should occur on (B)(6) 2017, at which time ts could further examine remote monitoring or a follow-up for further updates on battery status. Although the battery consumption may stabilize, ts noted there may still be risk that current consumption may increase unexpectedly again, but current behavior appears more stable than a week prior. No further issues have been reported since ts discussed battery measurement results with the field.